Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set had grease on the valve. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation opened and removed from the factory packaging. Visual inspection revealed that there was no visible excess silicone, or any other visible contamination anywhere on the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.